Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01874. It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After crossing a non-bsc guide wire to the lesion, dilation was performed with a 5.00mmx2.0cmx90cm peripheral cutting balloon¿ (pcb). However, during first inflation at 8 atmospheres for 10 seconds, the pcb ruptured. The pcb was removed and was replaced with a 5.0x40, 75cm mustang¿ balloon catheter. However during first inflation at 10 atmospheres for 10 seconds, the mustang¿ balloon ruptured, was removed and replaced with a 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter. Upon the first inflation at 15 atmospheres for 5 second, the nc quantum apex¿ balloon ruptured. Nc quantum apex¿ balloon was removed and replaced with another 5.00mmx2.0cmx90cm peripheral cutting balloon¿. During second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. Though the balloons ruptured, improved blood flow was confirmed so the procedure was completed. No patient complications were reported and the patient's status was good.